Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #2 (submission 05/11/2012)-device evaluation: animas received the pump involved with this complaint and completed a device evaluation on 04/13/2012. Investigation confirmed that the keypad was fully intact, with no peeling or damage observed. The keypad was removed: there was evidence of keypad contamination was located under the "contrast," "up," "down," and "ok" contact button. The "contrast" and "up" keys respond on button presses. The "ok" and "down" keys were intermittently responding with button presses. The "contrast" and "up" keys have normal spring back or click. The "ok" and "down" key have inverted contact button. In conclusion, there was button contact contamination without visible physical keypad damage and a defect with the keypad button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.